Event description:
The customer contacted stryker to report that their device powered off by itself. The customer advised that their "monitor will not stay powered on". In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the power pcb assembly. Due to a part obsolescence, the device cannot be repaired. The device was returned to the customer unrepaired. The customer will replace their device.